Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The patient developed pseudotumor syndrome (not really tumors). This occurred sometime after the pump was implanted. This was a syndrome where the hcp would typically implant a shunt to remove intracranial pressure in the spine or brain. The hcp wanted to put a shunt in the brain. The patient needed a ventriculoperitoneal shunt. No interventions were mentioned. It was noted that the hcp wanted to know about the potential of drug pulled into the ventricles or the peritoneal cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.